Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was capped and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
(B)(4).